Manufacturer narrative:
Balt USA reference: (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f210900673 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "15 x 14 ica aneurysm. Took 16 complex 18 and optimax coils. The 17th coil was a 4x13 max but was having trouble going in, manipulated mc many times, coil was half in aneurysm, pulled gently to remove and started to unravel. After 2 hours we were able to snare with no harm to patient." 25aug2022, additional information: "can you clarify what happened in the incident? Was the implant still connected to the delivery pusher? Yes. Was the implant detached using the controller when it was half in the aneurysm? Or did the coil prematurely detach? They eventually pulled coil enough from back end that it broke off from pusher wire." 12sep2022, additional information: discussion with the sales representative present during the case indicated that the physician noticed that the implant became stretched and broke from the delivery pusher after it was noted that there was no more movement with the implant while still retracting the delivery pusher when attempting to manipulate the coil to better seat the implant. The implant coil was then snared out in approximately 6 different pieces.